Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device stated error 1720: motor trouble occurred. The event occurred during priming at the patient's home. There was no reported patient involvement/harmed.

Manufacturer narrative:
One device was returned for evaluation for the complaint that the device stated error 1720: motor trouble occurred. The review of event log stated that an error (error 1720) was recorded. There was no relevant service history. The functional testing was performed. The root cause of the events was an anomaly in the components (the backup capacitor, the motor, and the motor revolution sensor) and they were replaced with known good ones. The device passed all functional tests with no problem after the repair was completed.